Event description:
A customer complaint was received which stated: "there is no notch on two products of the same lot". The customer expected a notched 0518 prosthesis but package contained prosthesis without a notch. Review of returned products and production records confirmed that prostheses with no notches were switched with notched prostheses during the assembly process.